Manufacturer narrative:
Event date is estimated. Further information requested but not available (weight). The investigation results will be provided in the final report.

Event description:
It was reported patient had ineffective therapy and attempts to reprogram did not work .as a result patient stopped charging the system, causing the ipg to be inoperable. To address this issue patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.